Event description:
It was reported that this pacemaker exhibited t-wave oversensing. The device stored the event as a non-sustained ventricular tachycardia (nsvt). Technical services recommended further review of the device settings. The pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that the t-wave oversensing continued, leading to additional nsvt events being recorded by the device. Right ventricular sensitivity was programmed to 0.6 mv. All rv measurements were stable and in-range.